Event description:
Two non-sterile sample components were used during a surgical procedure.

Manufacturer narrative:
The facility received two component samples and utilized them during two cataract surgeries. The items were not labeled as sterile. The clinician did not realize they were not sterile and used them. The incident was identified after the procedures has been completed. The samples were not retained. There were no complications noted during either procedure. There was no change to the post op care and no medical/surgical intervention was initiated as a result. The patients were followed postoperatively and no complications developed.